Event description:
A loud noise was heard in the gantry. The gantry arm would not raise to a normal level. A rattling sound was heard and the equipment was immediately taken out of service. This report is based on the preliminary information received by hospital which hospital has not had the opportunity to investigate or verify prior to the reporting date. Hospital has not conclusively determined the cause of this event. In addition, the submission of this report shall not be consrued as an admission that a reportable event has in fact occurred.